Manufacturer narrative:
With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to the event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. . The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Multi system failure and death are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains with patient.

Event description:
It was reported from the site that by the vad coordinator that the patient was not thriving since implant and had required right heart support with centrimag since lvad implant. It was stated that the patient remained hospitalized since implant. It was further stated that the patient had decompensated and went in to multisystem organ failure (msof) (acute renal failure, cardiogenic shock, encephalopathy was noted). Palliative care was consulted and met with family and it was decided by the family to withdraw care. Care was withdrawn on (B)(6) 2016 and the patient expired on the same day. It was stated that there would be no autopsy performed and the pump would remain implanted. It was stated that all the peripherals were disposed of by the site. The site states the cause of death was related to the msof, therefore, event was not related to the pump. No additional information received.